Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil and catalytic decomp filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of an "odor" emitting from the sterrad&#59442;00 sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra) ¿the DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the service history for this unit was reviewed for the past 6 months (01/30/2015 to 07/29/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and vacuum pump oil were not returned for functional evaluation. The assignable cause of the odor/smells issue is the vacuum pump oil. The field service engineer (fse) replaced this part and confirmed the sterrad® 200 was restored to proper function after service. Per fse, the catalytic converter was replaced proactively. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.